Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the primary brake cable from the axes controller platform (acp) board to the primary brake in the setup joint (sus) gantry to resolve the reported issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a faulty brake cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report a message regarding a potential problem with the system boom. The technical support engineer (tse) reviewed the system logs and identified error 32100 on axes controller platform (acp) 3. The tse guided the customer through a power cycle of the patient side cart (psc), however, the error persisted. The customer powered the system again with no change. As a result, the customer requested the field service engineer (fse) follow up to resolve the issue. The was no report of patient involvement.